Event description:
The biopsy set was used to obtain several cores from the iliac crest, which was performed without event. During the removal of 1 of the cores with the coil biopsy device, the tip of the coil was noted to have broken off inside the iliac crest. The surgeon attempted to retrieve this but it was not possible. The patient was under local and intravenous conscious sedation and was aware of the event. The surgeon recommended leaving it in place as it was very small and would require a large incision to remove.